Event description:
The surgical guide fit was fine with no rocking. The implant was placed to buccal for site 21 which resulted in cortical plate perforation. The doctor removed the implant and bone grafted the osteotomy site. He will place the implant at a later date after the site has healed. General anesthesia was used for the procedure.

Manufacturer narrative:
Method: trajectory tested in the following three steps: guide seated on stone model with gauge pin; assembly sprayed, scanned, and superimposed onto treatment plan; virtual implant generated from guide trajectory and measured against planned implant position.